Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor scans compared to a competitor brand meter. The customer was unable to self-treat due to unspecified symptoms and was transported to the emergency room by the paramedics. The customer reported receiving third-party medical treatment, however, refused to provide further details of the treatment rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.